Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We have received four different cases (issues) at the same time from the same customer involving the same code-batch. We manufactured and mostly distributed in the market (B)(4) units of this code-batch. There were 36 units in stock that have been received for analysis. We have also received pictures in which one of them seems to show an empty package. However, a clear picture of the defect or samples from the customer have not been received. Tightness test to the samples received from stock has been performed and the units are tight. We have checked the 36 units received from stock and all contains the suture inside the package. Reviewed the batch manufacturing record, this product had an incidence not related to this issue and was released to the market fulfilling usp/ep and b.braun surgical requirements. Taking into account that there are no previous complaints for this code-batch regarding this issue and samples checked from stock are correct, we consider that the unit found by the customer is an isolated unit but whole batch is correct. Final conclusion: although the results of the samples received from stock fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that there was a package where there was no needle or thread, it was an empty package. No further information has been provided.